Event description:
During a gastroscopy procedure, it was reported by the medical facility that the display images were lost. The device was withdrawn and the case was concluded with another gastroscope. There was no pt injury or other negative health consequence.

Manufacturer narrative:
The gastroscope was returned to the endochoice service center for eval and repair. It was found that fluid had leaked into the endoscope, affecting internal electronic components. This was determined to be the cause of the reported issue.